Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on the ultrasonic probe. Based on the results of the investigation, the following led to the black ultrasound image: damage on the ultrasonic probe. The most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a black ultrasound image. The issue occurred during inspection for use. There was no patient involvement.